Manufacturer narrative:
The country of origin is (B)(6). The (B)(6) results was confirmed in two different samples sent to the manufacturer for investigation. Additionally the investigation measured a serological profile. The investigation results and customer results are consistent with a very old (B)(6) infection. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable (B)(6) results from the cobas 8000 e 801 module serial number (B)(4). The same sample was run twice, the initial and repeat results were: (B)(6). On (B)(6) 2020 a new sample was obtained and test on a non-roche analyzer with the following result: (B)(6). The (B)(6) does not match the (B)(6) viral load result. The questionable result was reported outside the laboratory. The hbsag lot number was 436938 with an expiration date of "jul 2020". The anti-hbs lot number was 439086 with an expiration date of "oct 2020". The anti-hbc lot number was 414940 with an expiration date of "jun 2020".